Event description:
It was reported that the patient experienced a loss of therapeutic effect. The device was reset to factory setting. There was no known accident or incident related to the event. The current impedance measurements were normal. The battery voltage was ok at 3.71v. No report of shocking. The patient was reprogrammed back to their setting and was going to be checked in a month. Additional information reported that the patient was seen in the clinic 2-3 weeks after the initial report. No power-on-resets (pors) or reports of stimulators being off. The patient did have a return of tremor, but was able to be controlled with additional programming. Reference MFR report #3004209178200903492.